Manufacturer narrative:
Examination of the returned screws confirmed the complaint. A depuy trauma product director states it appears the ar screws were forced in and then advanced too far, possibly under power which the surgical technique recommends to insert manually. The surgical technique states to attach the t-handle quick couple to the insertion wrench and manually insert the assembly. When the shoulder of the insertion wrench abuts the sleeve, the anti-rotation screw has reached its planned position. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Atn rotation screw splayed out of head when introduced into the pt's bone. Pt is actively mobile. This issue caused a 40 min delay.